Manufacturer narrative:
Device evaluation: neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since the lot number was not provided. Without the return of the samples, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the "slip-joint" (proximal connector) of the tube became detached from the tube of the probe. A plaster was applied to maintain the connector because the extubation was impossible. Consequences for the patients: desaturation and accidental disconnection of the ventilator, pulmonary atelectasis, nosocomial pneumonia. There were patient involvement and clinical consequences. This issue occurred with 3 separate patients.